Event description:
It was reported that the atrial lead exhibited high pacing thresholds. A chest x-ray confirmed lead dislodgement. Due to the patient's non-cardiac related poor physical condition, surgical intervention would be too high risk.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.